Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our rep is reporting to us that during an arthroscopic shoulder procedure, a portion of the distal tip of a bioknotless anchor inserter broke off into the anchor and remains therein captured within the bone. Although the fragment was not retrieved, the procedure was concluded successfully without further issue or harm to the pt. Complaint device discarded at user facility.